Manufacturer narrative:
Alleged failure: shaver tip broke off inside patient, slight delay in case the failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the tip came into contact with hard material during use. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke during the procedure. Additional information confirmed all pieces were removed from the patient.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: shaver tip broke off inside patient, slight delay in case the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the tip came into contact with hard material during use.

Event description:
It was reported that the tip broke during the procedure. Additional information confirmed all pieces were removed from the patient.